Event description:
Event description boston scientific crm received information that at one day post-implant, this right ventricular lead dislodged. During the revison procedure, the lead was removed once the stylet punctured the lead insulation. The physician commented on the lead placement difficulty due to torturous patient anatomy. No adverse patient effects were reported.